Event description:
Per provider spokes on rear wheel broke.

Manufacturer narrative:
The mentioned issue, we presume that is due to consumer abuse, since we have made test of wheel from same model anyway, we have trained our workers and q.c, enhance quality control of injection process. Make sure the production meet standard. Responsible person: (B)(4) date: (B)(4) 2015; make hardness test and impact test on wheel. Make sure our rear wheel meet requirement. Responsible person: (B)(4) date: (B)(4) 2015; training fqc. Make sure all wheelchair were checked before packed. Pay special attention to the rear wheel. Responsible person: (B)(4) date: (B)(4) 2015.